Event description:
A pt reported that the test strips had a pink confirmation dot. Pt's meter allegedly was inaccurately low due to the test strips. The results on their meter were 5 mg/dl, 4mg/dl, 3mg/dl, 2mg/dl. There was no medical intervention. No treatment given. No further info has been reported.